Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient was feeling symptoms of overdose; "high, cool feeling at pump site". The event date was noted to be (B)(6) 2017. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The physician turned the pump down (B)(4) and performed an ultrasound, however no issues were detected. It was unknown if the issue was resolved, no surgical intervention had occurred or was planned, and the patient was considered to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.